Event description:
At the end of a procedure under anesthesia, while waking the 13-month-old patient up, two small skin lesions were noted on the inside of the patient's hand by the thumb. It is reported the train of four (tof) was connected and started at 25 ma. The nursing team did not receive any readings from the equipment. Upon inspection of the cable used for the procedure, a break in the cable was noted. The reported injury was reported as a serious injury by the customer facility. No other clinical information or medical intervention was reported; therefore, good faith efforts and product evaluation are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # unknown.